Manufacturer narrative:
(B)(4).

Event description:
It was reported that while stimulation was turned on, the pt had pain around the implanted device site and tailbone. The pt had the device off for the past two months and said that only two programs work and the other two only give pressure in tailbone. The device would flip while the pt was sleeping at night. Pt was told that the only way to fix the flipping of the device was to have surgery and they won't have surgery. Pt last had reprogramming done by the company rep and that worked until october. Additional info was requested.